Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on (B)(6) 2026, during a justright stapler procedure, the physician was attempting to close the splenic artery. Surgeon was using a gelport mini for access but was having issues with the structure. The location was changed to able to access correctly. The stapler was held for 60 seconds before firing. The surgeon released the jaws from the tissue and bleeding occurred, approximately 100ml, surgeon was able to maintain hemostasis using graspers on the side and used an ethicon stapler to seal. The procedure was later completed successfully and no additional medical intervention was required. Patient was pediatric and the tissue being sealed was an artery during a splenectomy. Customer provided additional information, when the staples were fired customer did not see any staples deployed into the artery and the thickness was reported as 0.75mm. Device was returned for investigation and the results are as follows: visual inspection was conducted, and the first 4 staples were almost out of the cartridge. A functional test was conducted and the staples were fired, but 4 of the distal ones were not properly attached to the tissue (they were undeformed), the first staples that were almost out of the cartridge were not attached to the tissue because the tissue did not went trough all the way down and the knife did not cut to all the cutting line. The cartridge was replaced and a functional testing was conducted and the reload could be assembled and disassembled, but the blue dot from the reload was misaligned from the blue dot of the stapler, confusing how much the reload should be rotated to be easily disassembled and with the new cartridge the device cut and seal the tissue as intended. Hence, the complaint can was confirmed. This observation will be monitored and trended.